Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose after announcing an additional ¿meal¿ for a snack while using the ilet; the agent clarified that snacks do not require meal announcements, and the patient consumed carbohydrates, with sensor glucose at 75 mg/dl and rising by the end of the call. Symptoms included hypoglycemia confirmed by fingerstick, with a recorded low of 68 mg/dl and approximately 30 minutes below range. Outcomes included self-treatment with oral carbohydrates and no need for medical assistance, no alarms, no hospitalization, and no injuries. Investigation included review of device history and recent use details, including recent site change, no target or weight changes, no bg run mode, no external insulin, no exercise, and timing of two meal announcements close to the snack. Investigation of this case revealed that an accidental meal announcement for a snack likely prompted additional insulin delivery leading to hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements caused the event, and education on meal/snack announcements was provided.